Manufacturer narrative:
The complaint was reevaluated as not reportable. This MFR. Report # 2243072-2019-01888 is void. H3 other text : see h.10.

Event description:
It has been reported that one syringe 3ml ll 200 s/c has been found experiencing inability to aspirate during use. The following has been provided by the initial reporter: material no: 309657; batch no: unknown. It was reported that customer was unable to draw insulin from vial. Description of issue: customer reported he was unable to draw insulin from his vial on 4 occasions. Number of occurrences: 4; 1st: (B)(6) 2019, bg: 157mg/dl. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Item number: 3 ml syringe ¿ 309657. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 26 g, 3/8¿ needle ¿ 305110; bd 26 g, 1/2¿ needle ¿ 305111; exel 26 g, 1/2¿ needle.

Event description:
It has been reported that one syringe 3ml ll 200 s/c has been found experiencing inability to aspirate during use. The following has been provided by the initial reporter: material no: 309657, batch no: unknown. It was reported that customer was unable to draw insulin from vial. Description of issue: customer reported he was unable to draw insulin from his vial on 4 occasions. Number of occurrences: 4. 1st: (B)(6) 2019, bg: 157mg/dl did the customer insert the needle into the cartridge and encounter fill resistance?: no. Item number: 3 ml syringe - 309657. Did issue cause any injury? If yes, what type of injury?: no. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment?: no. 26 g, 3/8¿ needle - 305110. Bd 26 g, 1/2¿ needle - 305111. Exel 26 g, 1/2¿ needle.

Manufacturer narrative:
H.6. Investigation summary: a device history record review could not be performed as lot number was unknown. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. H3 other text : see section h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one syringe 3ml ll 200 s/c has been found experiencing inability to aspirate during use. The following has been provided by the initial reporter: material no: 309657 batch no: unknown. It was reported that customer was unable to draw insulin from vial. Description of issue: customer reported he was unable to draw insulin from his vial on 4 occasions. Number of occurrences: 4. 1st: (B)(6) 2019, bg: 157mg/dl. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Item number 3 ml syringe ¿ 309657. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 26 g, 3/8¿ needle ¿ 305110. Bd 26 g, 1/2¿ needle ¿ 305111. Exel 26 g, 1/2¿ needle.